Manufacturer narrative:
The third-party service agent further evaluated the device but could not reproduce the reported issue. No electronic patient records of the reported event were made available to physio-control. The device was extensively tested without observing any discrepancies. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device but could not reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
It was reported to physio-control that the customer's device powered off automatically during operation. The device had to be restarted manually. There was no report of any patient use being associated with the reported event.